Event description:
Information received by call report in 2008. It was reported by the clinician that the pump was working fine but was emitting a "burnt rubber" smell. The clinical on call had her exchange the pump and send to bio-med to be evaluated.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.